Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparascopic total hysterectomy. Event description: the voyant device was being used to seal tissue, the generator sound said it was sealing but the device did not seal, and seal was never completed. The beeping indicated the sealing process, and continued like that without sealing any tissue. A second device was opened and procedure was completed, the patient was not harmed. Dr used voyant and the seal kept saying it was sealing but it was not sealing at all. The machine also never completed the seal and it just kept on saying sealing for minutes but never stopped. No seal was found. Additional information received by distributor on 1feb23 via email: yes the generator is available to return, but it will need to be replaced with another generator before upliftment as it gets used every day. No error messages populating on the generator screen at the time of the incident. At first there were thermal effects visible on the seal site but later no. The seal cycle end tone never ended. It kept saying that its sealing but didn¿t. Ovarian tissue and tubes were being grasped when the event happened. This was the 2nd case of the day, and it was at the start of the case. About 4min when we realized it¿s not sealing. The bleeding wasn't observed from the seal site from the voyant, but because it did not seal. Intervention: procedure was completed with a second device. Patient status: patient was not harmed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience of not sealing could not be replicated or confirmed. The event unit functioned as intended and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit or confirm that a product malfunction occurred. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Correction: section g3 is being updated to 01feb2023 as the incorrect alert date was included in the initial medwatch report.

Event description:
Procedure performed: laparascopic total hysterectomy. Event description: the voyant device was being used to seal tissue, the generator sound said it was sealing but the device did not seal, and seal was never completed. The beeping indicated the sealing process, and continued like that without sealing any tissue. A second device was opened and procedure was completed, the patient was not harmed. Dr used voyant and the seal kept saying it was sealing but it was not sealing at all. The machine also never completed the seal and it just kept on saying sealing for minutes but never stopped. No seal was found. Additional information received by the distributor on 1feb23 via email: yes the generator is available to return, but it will need to be replaced with another generator before upliftment as it gets used every day. No error messages populating on the generator screen at the time of the incident. At first there were thermal effects visible on the seal site but later no. The seal cycle end tone never ended. It kept saying that its sealing but didn¿t. Ovarian tissue and tubes. This was the 2nd case of the day, and it was at the start of the case. About 4min when we realized it¿s not sealing. The bleeding wasn't observed from the seal site from the voyant, but because it did not seal. Additional information received by the distributor on 14mar23 via email: it was the eb215 that was faulty and not the generator. Intervention: procedure was completed with a second device. Patient status: patient was not harmed.